Manufacturer narrative:
(B)(4). Date sent to the FDA; 09/09/2019. It was reported performance fraying suture intra-op an opened sample was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and the suture was observed fraying on the surface and bunching at the end. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause of the performance fraying suture intra-op was caused by bunching, a suture strand whose cover is loose from the core and travels the length of the strand. Unopened samples were received for evaluation. During the visual inspection of the representative samples, no defects were found on the packages. The samples were opened and contain a strand per packet. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or fraying suture was observed. A tactile test was performed to strands and no unraveling or fraying could be detected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the samples received no performance fraying suture intra-op were observed. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-85412, 2210968-2019-85413, 2210968-2019-85414, 2210968-2019-85415 and 2210968-2019-8541. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mcm966 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is reported 'found one patient has stitch abscess when follow-up appointment. ' did the two events, intra-op and post-op occur in same patient? If different patients then,has a second file opened to capture the other event? If yes, please provide pc number if no, please open a second file and provide all details for both events. Initial procedure date was any defect/non conformance noted with the device before use/during use/during post-op examination or during intervention? When did patient return with abscess? How was the abscess managed? If prescription medication was provided, please provide name, strength and dose of the medication. Product code and lot number if different. How is patient today?

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. The suture frayed easily during pediatric abdominal closure. One patient found with stitch abscess when follow-up appointment. Additional information has been requested.